Manufacturer narrative:
A portion of the intraocular lens (iol) was received and inspected at 10x magnification. Inspection of the lens did not show any discoloration. Optical inspection results of the received lens shows that lens is the correct diopter as labeled. The iol was inspected for haze using the slit lamp process. Results showed no evidence of discoloration of the optic and the complaint was not confirmed. While the cause of this event has not been determined the results of our investigation reasonably suggest it is not manufacturing related. The lens met manufacturing specifications prior to release.

Event description:
The physician reported the implanted intraocular lens showed a brownish discoloration at one day post operative. The lens was removed and replaced at one week post operative without complication.